Event description:
It was reported that the ventricular lead experienced increased threshold. In addition, the atrial lead was cut during the procedure. The leads were capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 4068-58, implantable pacing lead, implanted: (B)(6) 1999. (B)(4).